Event description:
It was reported that patient received inappropriate therapy due to noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed. External insulation abrasion was noted between 12.3cm and 12.6cm from the connector pin due to friction to the ICD can. Etfe coating on one cable was damaged allowing the re cable to contact the can, creating noise.